Event description:
A report was received that the patient will undergo a revision procedure. The patient was experiencing acute excruciating recurrence of anterior chest wall pain. Anterior intercostal neurolytic nerve block was performed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70, serial # (B)(4), description: scs lead iii-70cm.

Event description:
A report was received that the patient will undergo a revision procedure. The patient was experiencing acute excruciating recurrence of anterior chest wall pain. Anterior intercostal neurolytic nerve block was performed.

Manufacturer narrative:
Additional information was received that the patient's pain in his chest began about 8 months ago following a non-device related fall. The pain was present when stimulation was on or off. The physician cut the leads and explanted them. The ipg was left implanted in the patient for future use and patient is reportedly doing well after procedure. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.